Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the stapler did not close properly and did not staple. There was no injury reported. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical procedure the stapler did not close properly and did not staple. Another product was used to solve the problem. There was no patient injury reported.